Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump that was "broken". It is unknown when this event occurred. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. Upon further review, the quality engineer has identified the reported condition as a door issue. This condition had the potential to interrupt delivery. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the customer reported problem of the "broken" pump was confirmed by service as a broken pump 2 door. The problem was reproduced. Service determined that the cause was due to a broken door in the latch area.